Event description:
The device was returned to the service ctr for a report from the customer contact of "abuse". This is not a reportable malfunction. However, during verification testing at the service ctr, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone during an alarm condition. This was due to a lifted solder pad on the audio buzzer which may have caused the volume output to become disabled. The cause of the lifted solder pad was mechanical stress on the lead over time. This report represents all the information known by the reporter upon query by hospira personnel.